Manufacturer narrative:
Block b3: exact date approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2138-50. Serial number: (B)(6) batch/lot number: 141702. Model/catalog description: phase iii linear lead - 50cm. This product was distributed prior to implementation of unique identifier (UDI) requirements and as a result, the complete UDI is not available. Applicable us product data has been included in this report. Model number/catalog number: sc-2138-50. Serial number: (B)(6) batch/lot number: a12857. Model/catalog description: phase iii linear lead - 50cm. This product was distributed prior to implementation of unique identifier (UDI) requirements and as a result, the complete UDI is not available. Applicable us product data has been included in this report. Model number/catalog number: sc-3138-35. Serial number: (B)(6). Batch/lot number: a07416. Model/catalog description: lead extension kit 35cm. Unique identifier (UDI)#: this product was distributed prior to implementation of unique identifier (UDI) requirements and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a revision wherein the implantable pulse generator (ipg) and the spinal cord stimulator (scs) leads were replaced and that the was doing well postoperatively. The explanted devices were discarded by the medical facility and will not be returned.